Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump delivered less insulin than requested for a bolus. The customer's blood glucose (bg) level subsequently increased to 300 mg/dl. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.